Event description:
During an operative hysteroscopy-trying to resect a uterine myoma using a vaporization cutting loop, the loop broke off in the uterus. Dr used a grasper to retrieve the piece of loop. Loop was kept and given to clinical engineering. Initial comment from clinical engineering was there was a slight burn mark on one side, indicating the loop may have been fractured and it may not be possible to determine if the fracture occurred before or during use. Device will be available for manufacturer evaluation.